Event description:
An attempt was made to use one euphora rx ptca balloon catheter. It was reported that the balloon malfunctioned and deflation difficulties were encountered. It was detailed that the balloon was left in the inflated position and it was unable to be deflated. Multiple attempts were made to suck the negative pressure, however, all were unsuccessful in deflating the device. A stiff coronary wire was taken through the guide catheter in an attempt to pierce the proximal portion of the balloon. The patient's blood pressure became unstable. The guide catheter was advance over the proximal portion of the balloon and with gentle negative force the balloon and the guidewire were retracted as one unit down the aorta. The balloon and guide catheter were removed out through the right femoral sheath. No further injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.